Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 4/7/2020. H3 evaluation: a failed suture needle, was submitted for evaluation. The component was identified as product code. It was requested that hsa assess the fracture mode of the failure. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. Microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation of revealed the fracture was composed of microvoid coalescence, microscope was used to examine the fracture surfaces and surrounding area of the needle., which is evidence of a ductile overload failure. Mechanical damage, a cup-and-cone shaped fracture and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records could not be reviewed as the batch number is unknown. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle. There is no evidence of any material flaw that would cause premature failure.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was provided: the procedure was laparoscopic cholecystectomy. The surgery date is unknown. Doctor's opinion on the cause of the broken needle: I thought that the gripping position was appropriate, but tried to suture at an impossible angle. It is unknown whether the patient was discharged, but there are no postoperative problems. The needle fragment was able to be removed without any loss because the needle fragment was large.

Event description:
It was reported that the patient underwent a laparoscopic cholecystectomy procedure on an unknown date and suture was used. The needle was broken at the swage part during suturing on the abdominal wall of the obese patient. The needle fragment was able to be removed without any loss because the needle fragment was large. Further details are not provided. There were no adverse consequences to the patient.